Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented for a follow-up in the clinic with wound dehiscence, pocket erosion and infection at the implanted device pocket site. The wound site demonstrated bleeding with associated oozing, and the implantable cardiac monitor (icm) was visible through the opened incision. The icm was explanted and replaced. The patient was in stable condition throughout the procedure.